Event description:
It was reported by the customer that the device would not deliver defibrillation therapy. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. It was observed that the wiring harness was not connected at connector j21 on the therapy pcb. It is unclear how or when the connector became disconnected as the device had been under repair by a third party biomedical service shop and was sent to physio-control in some state of disassembly. After reconnecting the wiring harness, the device was able to deliver energy; however, it was observed that the therapy cable connector was not installed properly and was missing a rubber spacer. Further repairs were declined by the customer at this time, and the device was returned to the customer. The cause of the reported failure was determined to be due to the wiring harness being disconnected from the therapy pcb.